Event description:
While attempting to provide foley catheter care, the foley was being gently stripped while cleaning. The yellow portion of the catheter snapped in half and the contents of the indwelling balloon spilled.